Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 06jul2019 and investigated on 22jul2020. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The delivery device, and seal- tension spring assembly were returned inside the loading device. The slide lock was disengaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device after delivery device was removed. No other failures were observed. The seal was taken out from the loading device for inspection. The tether remained uncut and attached to the seal and tension spring. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.199 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal could not be loaded a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal could not be loaded a replacement device was used to complete the procedure. The hospital did not report any patient effects.